Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the audio bolus button was fully functional. The audio bolus button cover was removed to find no intermittent conditions. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.